Event description:
Reporter indicated a pt's vns was programmed to systems diagnostics settings (1 ma/20hz/500pw/30 sec on/60min off) during an initial vns implant surgery. The vns was reprogrammed to 0ma and the surgery resumed without incident. The dell handheld vns computer and flashcard have been returned and are in product analysis.